Event description:
The customer reported that the collimator was closed, the image froze and x-ray stopped. The system locked up. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced fluoro functions board. The system operates as intended.